Event description:
It was reported via clinical study, exactech knee replacement study, that a 75 yo (B)(6) 2019 for primary indication of osteoarthritis, reported continuous pain in anterior side. The case report form indicates this event is possibly related to devices or procedure. Outcome is continuing. No additional information.

Manufacturer narrative:
No device returning due to clinical study policies. Concomitants: 02-010-01-0330 - logic femoral ps cem right sz 3, 02-012-43-3020 - logic tibia rbktray cem sz 3f/ 2t, 200-02-29 - three peg patella 29mm, 999 - femoral stem, 999 - femoral augments (distal), 999 - femoral augments (posterior), 999 - tibial stem extension, 999 - tibial augmentation, 999 - proximal tibial space. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0330 - logic femoral ps cem right sz 3: (B)(6). 02-012-38-3009 - logic tibia ps rbk insrt sz 3 9mm: (B)(6). 02-012-43-3020 - logic tibia rbktray cem sz 3f/ 2t: (B)(6). This follow-up report is being submitted to relay additional and corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Updated: it was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced patellar pain continuous in anterior side as well as subluxation. As a result, approximately 3.5 years after initial replacement, the patient underwent a right knee revision. No further impact to the patient was reported. No other information is available.